Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16mar2020.

Event description:
The customer reported that the blower temperature was high. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the blower motor assembly and filter to address the reported issue.

Manufacturer narrative:
G4: 18jul2020 b4: (B)(6) 2020 blower motor assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The blower motor assembly was installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, the reported issue was unable to be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.